Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The device had numerous kinks throughout the hypotube. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded but appeared twisted at the time of inspection. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device would not inflate due to the dried contrast and blood. The device was soaked in a water bath for four days to loosen the contrast material and blood to inspect and inflate the balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device again to the rated burst pressure. There was a stream of water emitting from the distal end of the balloon. Microscopic inspection of the device revealed a pinhole in the balloon at the proximal end of the distal marker band and tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 30mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 30mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported.